Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that retainer lip ring was missing of the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that possible that she dropped the insulin pump. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
There are some faint scratches in the case especially around the belt clip rails. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.